Event description:
Customer states fiber broke mid-shaft of fiber at location of proximal end of endoscope. Physician was "burned" at time of fracture. The injury to physiican was minor and he did continue procedure with another fiber.